Event description:
This is report 1 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Treatment with dianeal was ongoing. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with gentamicin and vancomycin, both administered ip (dosages and frequencies were not reported). Antibiotic therapy was ongoing at the time of the report. It was not reported if retraining on proper aseptic technique was performed. At the time of this report, peritonitis was recovering.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: a review of all batch record documents was performed for potentially associated lot numbers h12k04030 and h13a22015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.